Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating the device's capno disabled. The customer indicates that when a hose is connected, it connects for a while but disconnects.